Event description:
Additional information was received from the company representative and confirmed with the healthcare provider (hcp) reporting that a portion of the catheter was in the patients body, the doctor removed what he could and discarded what he could explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving infumorph 500 mcg/ml at 75 mcg/day via an implantable pump. It was reported that during implant a portion of the catheter was accidentally sheared when attempting to take the needle out. The physician pulled out what they could, the tip portion of catheter was still in patient. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics necessary. A new catheter was implanted and as much of the initial catheter that could be removed was taken out. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.